Event description:
The hand grip of the lift frame became detached as the nurse pushed down to position the patient. The upwards momentum of the lift frame caused bruising to the nurse's wrist and arm. One person involved.